Manufacturer narrative:
A1-a4: patient information not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the centrimag system stopped running while connected to the patient. The staff replaced the console and motor, and the patient was not harmed

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient returned from the catheterization laboratory and the centrimag console and centrimag motor stopped functioning. There was zero flow on the centrimag screen, and upon palpitation of the motor there was no vibration. The centrimag had to be emergently swapped out to a backup centrimag to get the patient's extracorporeal membrane oxygenation (ECMO) circuit running. It was confirmed that exchanging the console and motor resolved the issue. It was noted that the equipment service report sent to the customer from abbott noted the issue as being with the motor and the cord being flexed causing the m4 error. The motor was deemed unable to be repaired and was replaced.

Manufacturer narrative:
Correction: the initial report was incorrectly submitted with a cfn-based manufacturer report (MFR) number: 2916596-2024-06297. The MFR number should have been fei-based with the 10-digit fei being 3003306248. Section d1: corrected. Section d3, manufacturer information: corrected. Section d4, primary UDI number: corrected. Section g1, manufacturing site: corrected. Manufacturer's investigation conclusion: the reported event of the centrimag system stopping unexpectedly was confirmed via the functional analysis of the returned centrimag motor. A log file was also extracted from the returned centrimag console (related manufacturer report number 3003306248-2024-06296) and was reviewed; however, the log file did not capture any atypical events while the system was in patient use, and the system operated around the set speed as intended throughout the data. The returned centrimag motor (serial number (B)(6) was functionally tested at the service depot and at the product performance engineering department alongside known working test equipment, and the motor intermittently stopped and produced atypical alarms when its cable was manipulated near its connector. The motor¿s cable was measured for continuity, and one of its signal lines was observed to be open which would cause the reproduced events to occur; this open line measurement also intermittently resolved with manipulation of the cable at the connector. The motor¿s lemo connector was opened, and its green signal wire was found to have not been soldered to the connector properly, resulting in the open line. The root cause of the reported event was determined to have been an improper solder connection of the green signal wire within the lemo connector assembly. This issue was previously identified and has been addressed via a manufacturing analysis task, and a supplier corrective action request (scar) was initiated to inform the supplier. Centrimag motor (B)(6) was manufactured prior to the scar being initiated. Review of the device history record for centrimag motor, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The 2nd generation centrimag system operating manual (doc. #(B)(4) rev. M) provides information regarding emergency/troubleshooting in section 10. The recommended practice whenever there is a console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the back-up motor and console. Switch all components (console, motor, flow probe and cables) simultaneously to continue patient support, and then perform troubleshooting on the non-functioning system, when it is no longer being used for patient support. The 2nd generation centrimag system operating manual (doc. # (B)(4) rev. M) section 12.1 entitled "appendix I ¿ console alarms and alerts" contains a list of console alarms and alerts, including s3 and motor-related alarms, as well as appropriate operator response to these events. No further information was provided. The manufacturer is closing the file on this event.